Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that suture placement in a severe calcified common femoral artery (cfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures were successfully pre-placed and the sheath was upsized to 16f and the procedure was completed. Reportedly, the sutures were tied after the procedure. When a final shot of the vessel was taken, it was noticed there was no blood flow in the cfa. A cut down was performed and it was then noticed that half of the footplate separated. The footplate was blocking the blood flow. The foot was retrieved from the patient and blood flow was confirmed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.